Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the test well images on the testing instrument on (B)(4) 2014.

Event description:
On (B)(6) 2014, a customer reported an unexpectedly negative antibody screen when testing a blood sample on a galileo echo.